Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's husband that the customer had high blood glucose. Customer's husband went through the customer's settings and found that she did not have any basal rates programmed in the pump. Customer's blood glucose was over 500mg/dl. Customer declined high blood glucose troubleshooting. Advised customer to monitor and call back if high blood glucose continues.